Manufacturer narrative:
Pump received and after battery installation, unit display frozen followed by an unexpected constant audio alarm, problem isolated to the m/b. Unit was received with minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump stopped working, alarmed button error and the buttons are not responsive. Customer also indicated that the insulin pump had a constant tone that would not stop. Customer does not recall any significant events leading to the error. Troubleshooting was done for constant tone. Customer's blood glucose was 190 mg/dl at the time of incident. Customer was advised to monitor pump and call back if any further issues.